Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during valve deployment of a 26mm sapien 3 valve in the aortic position by transfemoral approach, the balloon ruptured. The valve was deployed in good position (80:20 aortic/ventricular). During retrieval of the commander delivery system through the 14fr esheath, it was not possible to get the balloon part back into the esheath. The balloon was ¿wadded/bunched up¿ when trying to retrieve, it through the 14fr sheath. It was attempted to remove the esheath and the delivery system simultaneously but then the distal part of the balloon and nose tip separated. The balloon and distal portion of the delivery system (nose tip) was surgically removed through the groin. The remaining portion of the esheath and delivery system were removed as a unit. Two units of blood were administered to the patient. The patient was stable during and after the procedure. The devices are being returned for evaluation. As reported, no bav was performed. An additional 2ccs of volume was added to the balloon prior to valve deployment. The perclose was tightened up prior to retrieval of the sheath and it appeared that the device was getting caught on one of the sutures of the perclose. There was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath. There was no crossing difficulty. There was no retained volume in the balloon as it appeared that there was a hold as no contrast was seen on imaging. The balloon and nose cone broke off at the femoral head as the perclose was tightened too early and the nose cone caught on the sutures. The patient's minimum luminal diameter (mld) measured 6.5mm. The vessels was mildly calcified and no vessel tortuosity. Per report, the balloon ruptured due to heavy calcification at the sinotubular junction (stj).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection the following was observed: kink on proximal balloon shaft at packaging position (due to packaging), distal tip and balloon fully separated from guidewire shaft, radial and longitudinal balloon burst (no missing pieces), spring/adhesive present on distal guidewire shaft, nose tip wings flared out, and minor flex tip gouges. The 3mensio images and photos provided were reviewed and the following observations were made: mild calcification and no tortuosity in the left femoral access vessel, heavy calcification on the native aortic leaflets, heavy calcification around left coronary artery and right coronary artery and sinotubular junction (stj), commander delivery system inflation balloon folded over inside out over the detached nose tip, and remaining distal end of the delivery system inserted through sheath. In addition, the sheath liner appeared bunched at the distal end. Functional testing was not performed due to the condition of the device (balloon burst, nose tip separated). The complaint was confirmed through visual inspection. Dimensional testing was performed for balloon single wall thickness measurements along the longitudinal working length of the inflation balloon and met specification. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. As per procedure the balloons are 100% inspected for the following: dimensions, working length, balloon diameter, proximal and distal leg inner diameter, proximal leg outer diameter and single wall thickness. The balloons are 100% visually inspected for defects: witness lines, contamination, mechanical damage, deformation, and crow¿s feet. The crow¿s feet are inspected for the following: distance from the balloon leg, and no crow¿s feet on the balloon leg (proximal). The balloons are inspected for fish eyes, gel spots, and light scratches. Balloon burst testing is performed for radial tear or burst under recommended specifications. Balloons are pulled and sampled (20) for burst testing. All samples passed burst testing requirements. The ascendra balloons are burst testing, samples (20) were pulled and tested. All samples passed burst testing requirements. Per procedure, the nose tip is visual inspected for a single bump and surface indentations. In addition, the nose tip / guidewire shaft to nose bond is visually inspected for bubbles in the bond area, if the guidewire shaft is all the way down inside the nose tip. Per procedure, nose tip commingling inspections is performed for the following: mandrel inside proximal end of guidewire shaft, remove size specific shrink tube, insert assembly into nose tip commingling gage, and align mandrel and nose tip. The nose tip length is inspected for clear edge of nose tip is within indicated section of the fixture. During commander visual quality standard inspection, the nose tip is visually inspected for bumps and indents on the nose tip, bubbles around the bond area and in the distal yellow portion of the bond area, divots, neck down, uneven bond color and bubbles in bond area of nose tip to guidewire shaft. The balloon catheter laser bond is visually inspected for leak channels and weld joint not smooth. During the balloon pleat, fold and forming process, the balloon is inspected for fold lines and distorted / pinched folds. During final inspection, the delivery system is visually inspected for the following: bumps, surface indents, bond is smooth, leak channels, and bubbles cover no more than area than shown, single divot, neck down around nose tip, uneven bond color and nose tip to guidewire shaft bond area for visible leak channels in bond area. During product verification (pv) testing, samples are testing for retrieval force of system through sheath and flex and balloon fatigue and burst testing. The samples tested from the lot number during the retrieval force and balloon testing met statistical acceptance criteria. In addition, the bond is visually inspected for the following: nose tip/guidewire and inflation / crimp balloon and nose tip/inflation bonds are intact. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed through visual inspection of the returned device. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate that any manufacturing non-conformances contributed to the reported event. In this case, per report the balloon ruptured due to heavy calcification at the sinotubular junction (stj).¿ the balloon burst likely occurred during the tf tavr procedure during valve deployment, when the balloon interacted with native calcification around the stj. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Other patient and procedure factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, delivery system is not completely unflexed before withdrawal, and position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker). A combination of a balloon burst and withdrawal difficulty could have then contributed to the distal tip, nose tip separation of the delivery system. Excessive force applied in order to withdraw the delivery system could cause the tip to become separated from the rest of the device. The complaints were confirmed. No manufacturing non-conformities were found in the returned sample. In this case, available information indicates that patient/procedural factors (calcification and removal of the burst balloon) may have contributed to the events. The occurrence rate does not exceed the october 2018 control limits for the trend categories, no corrective or preventative action is required.